Manufacturer narrative:
The date of event is unknown. The date of explant is unknown. Concomitant medical products and therapy dates: model: mn10450-50a, drg lead, therapy date: unknown, model: 3664, drg ipg, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2020-22300. Reference MFR. Report#: 1627487-2020-22301. It was reported the patient had been receiving ineffective therapy. As a result, the patient's drg system was explanted.